Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received motor error alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test, displacement test, operating currents within spec, self-test, a21 error test. Pump history download using thds and carelink pro were successful. However, there is no data available on event date, unable to perform data analysis for prime/fill, motor error alarm anomaly complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Motor passed motor test. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. Unable to complete all functional test due to motor error alarm. Motor error alarm during basic occlusion test due to faulty fsr (gold) confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had hyperglycemia and reported that pump had no alarm. The customer reported no adverse event. The event involved in the product was mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return is required for mmt-712ews. It was unknown whether the customer will continue or discontinue to use of the device.